Event description:
Rn was able to remove 6 ml of saline from balloon with a 10 ml syringe. Attempted to remove more, but nothing came out. Balloon remain inflated during removal from patient. Patient experienced hematuria and pain.